Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure a field service engineer reset all row board cables and rebooted. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system nolo main drawer 5.1 says requires maintenance. The customer reported that they cannot access meds in drawer. There were no adverse events or injuries reported based on this incident.